Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged door. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, and a review of the alarm log were performed. The damaged door was identified during visual inspection. The cause of the condition was unable to be determined. To correct the condition, the latch roller and door latch were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.